Event description:
A biomedical technician reported a hemodialysis patient passed away. It was noted the patient was on dialysis for over 25 years and passed away in her sleep. The patient was not on dialysis at the time of death. The patient's last hemodialysis treatment was the day prior to her death.

Manufacturer narrative:
Request for medical records were declined by the clinic, a death certificate was sent, patient's cause of death was recorded as renal failure. A 2008k dialysis machine was a refurbished machine purchased from a company other than fresenius. It was purchased for a patient's in-home use. The machine is no longer in use.